Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): dyspareunia, revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: underwent anterior colporrhaphy with cystocele repair, sling urethropexy (uretex) with cystoscopy, posterior colporrhaphy with rectocele repair, vaginal enterocele repair, perineoplasty postoperative complications: pain, infection, recurrence, bleeding, dyspareunia mesh revision surgery: (B)(6) 2012: underwent excision of suburethral sling, cystocele repair, cystoscopy under general anesthesia for previous sling, dyspareunia, pelvic pain, irritative voiding symptoms and cystocele.